Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and that the customer was unable to claer the alarm because the buttons were not responding. The customer's blood glucose was 62 mg/dl. The customer treated the low blood glucose with food. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.